Event description:
During the procedure, the orange notification light would not turn green on the amplifier. The system was restarted with no resolution. The procedure was cancelled and there were no adverse patient consequences.

Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for analysis. When the amplifier was powered on, it completed a power on self-test (post) and the green led was illuminated. Review of log files revealed there were catheter amplifier boards with various post bio failures. The failures were also able to be duplicated in the board tester and the issue was isolated to the integrated circuit in multiple slot locations. Based on the information provided to abbott, the reported self test issue was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.